Manufacturer narrative:
The device was returned to the manufacturer for analysis. The device was found to have the coupling separated and the reported event could not be confirmed by medtronic personnel. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 30 january 2017. The representative was unable to replicate the reported issue. The representative discovered a bearing that was making the reported noise. The representative ordered a replacement bearing that was shipped to the site. The representative returned to the site on 2 february 2017 to perform the replacement. The imaging system then passed the system checkout and was found to be fully functional. The suspect bearing has not been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, the imaging system would show "initializing please wait" and not advance past the prompt. The status bars on the imaging system were all red x's. Restarting the imaging system did not resolve the reported issue. The rt reported that a loud sound was emitting from the imaging system. No additional information was provided. There was no patient present when this issue was identified.